Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she ended up in the ER due to high blood glucose; her infusion set had come undone. The patient's blood glucose was 446 mg/dl at the time of incident. The patient experienced nausea, vomiting, fatigue, and excessive thrist as a result of the hyperglycemia. The customer was hooked up to an IV of normal saline in order to get her hydrated. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.